Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with far-r oversensing seen in automatic mode switch (ams) episodes in their implantable cardioverter defibrillator (ICD). Programming changes were suggested but had not been made. No patient symptoms reported.